Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had a liquid spill.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (health effect ¿ impact codes).

Event description:
It was reported that a cardiosave intra-aortic balloon pump (iabp) had saline spilled. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they replaced the backplane board, the front end to diagnostic connector cable, and the pneumatic module to backplane board cable. The unit passed all functional and safety tests and was returned to customer.